Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) ¿burst¿ (ruptured). The device was filled with flucloxacillin 8000mg in 240ml sodium chloride 0.9%. This was identified upon receipt and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from june 3, 2020 - june 4, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation which showed fluid inside a green bag. The photos did not clearly show evidence of a rupture from the device bladder. Therefore, the reported condition of rupture was not was not verified; however, the photograph showed evidence of a leak. The cause of the leak was not determined, however, the probable cause was noted to be related to either product use or a faulty product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.